Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported "rupture" and "concerns with the product" against left device. The device remains implanted.

Event description:
Patient reported "rupture" and "concerns with the product" against left device. Healthcare professional later confirmed. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: -rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. - anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(6): covid-19 quality plan - complaint handling.